Event description:
Concomitant devices reported: unknown rod (part# unknown, lot# unknown, quantity unknown); verse correction key (part # 199721000, lot # 125764, quantity 1); verse correction key (part # 199721000, lot # avgbkz, quantity 1).

Manufacturer narrative:
This report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the exp verse setscrews were prepared through turning back of the inner thread in order to prevent premature blocking of the rod. Although the screws were prepared, the inner and outer thread of the screws could not be fixated with a torque driver. The torque driver slipped through and wore off. The screw rod construct could be locked with another screw. The procedure was successfully completed without surgical delay. There was no patient consequence. The patient outcome was reported as good. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown screwdrivers. This is report 1 of 3 for (B)(4).